Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 427 mg/dl at the time of the incident. The customer¿s current blood glucose was 347 mg/dl and blood glucose was 422 mg /dl last night. The customer reported symptoms like urinating a lot. Customer treated their high blood glucose with blousing. Advised to change entire set, reservoir and insulin and treat per hcp's instructions. Advised to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.